Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was found to exhibit high pacing thresholds, and the right ventricular automatic threshold (rvat) were in suspension due to low evoked response. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, the presenting egm showed intermittent loss of capture (loc). It was noted that the patient has chronic atrial fibrillation (af) with escape rhythm in the 30 beats per minute (bpm). Ts provided troubleshooting options. It was noted that the physician plans on possible imaging or replacement. At this time, no adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was found to exhibit high pacing thresholds, and the right ventricular automatic threshold (rvat) were in suspension due to low evoked response. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, the presenting egm showed intermittent loss of capture (loc). It was noted that the patient has chronic atrial fibrillation (af) with escape rhythm in the 30 beats per minute (bpm). Ts provided troubleshooting options. It was noted that the physician plans on possible imaging or replacement. At this time, no adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received from the field representative reported that the physician implanted a leadless pacemaker and let the pacemaker and rv lead remain in service for back up pacing. No additional adverse patient effects were reported. This pacemaker and rv lead remain in service.